Event description:
On (B)(6) 2011, company rep reported that the pt experienced a concern with the infusion device piston rod. F/u was completed with pt's father later the same day. Father reported when completing the prime procedure, the infusion tubing does not fill uniformly, and he believes the piston rod is getting stuck. Further, pt has experienced high and low blood glucose over the previous year, and father believes this is also due to the piston rod. The piston rod appears to "wobble" when it retracts. Infusion set, insulin cartridge, battery, and adapter are used within specifications. No error messages were rec'd on the infusion device. Infusion device was not dropped, cracked, or exposed to water or insulin. Pt has experienced blood glucose values between 2.2-16 mmol/l (39.6-288 mg/dl), and his target blood glucose is 4-8 mmol/l (72-144 mg/dl). He has been able to self treat his high and low blood glucose. The infusion device, battery, and adapter were replaced and requested for evaluation. The pt did not require treatment from a health care professional or second party to address the issue.